Manufacturer narrative:
The investigation is ongoing. The device remains implanted in the patient.

Event description:
As reported by the edwards field clinical specialist, approximately 3 years and 3 months post implant of a 23mm sapien 3 valve in the aortic position the patient presented with stenosis and a valve-in-valve procedure was planned. Although the case was aborted due to patient factors, the patient was being treated for stenosis.

Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, (valve remains implanted in patient) engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint for stenosis post implantation was unable to be confirmed. However, it is possible that one or more patient/procedural factors identified in the technical summary may have been present and contributed to the complaint event. However, due to insufficient information, a conclusive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.